Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the reporting facility forwarded a video of the event. Based on the video, leakage appeared to occur at the sonic weld area of the ultrasite y valve. In order to investigate incidents related to ultrasite y valves which leak from the sonic weld (luer nut-piston-body interface), b. Braun medical inc. Opened a corrective action and preventive action (CAPA) to further investigate root cause and identify any necessary corrective action. Based on the initial CAPA investigation, top potential causes have been identified as welder output variations on certain welder and ultrasonic stack combinations or having an unseated luer nut in combination with certain weld parameters. This CAPA is currently in implementation phase to execute the CAPA action plan, which includes developing and testing methods for measuring and controlling welder output, and revising the weld process to eliminate conditions that can create an unseated luer nut. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports chemo medication leaked from the bottom of the ultrasite y-site.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for evaluation. However, one unused, unopened set in packaging identifying the reported lot number (0061456544), was received for evaluation. The set was subjected to leakage testing according to specification with acceptable results. There were no leakages observed from the ultrasite y valve or from any other location on the set. If additional pertinent information becomes available, a follow-up report will be filed.